Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low sensor scan results and experienced symptoms described as "wet, unresponsive", a seizure and a loss of consciousness. Customer noted a vertical upward trend arrow which indicates rapidly rising glucose level (more than 2 mg/dl per minute). The customer was unable to self-treat and received third party treatment from healthcare professional of "unspecified infusion, blood taken, fever measured and oxygen". There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low sensor scan results and experienced symptoms described as "wet, unresponsive", a seizure and a loss of consciousness. Customer noted a vertical upward trend arrow which indicates rapidly rising glucose level (more than 2 mg/dl per minute). The customer was unable to self-treat and received third party treatment from healthcare professional of "unspecified infusion, blood taken, fever measured and oxygen". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor was found to be in sensor state 7 with event log 11, 224, and 227, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail indicating that the sensor tail was properly inserted. The sensor was further investigated and de-cased, but it was damaged during the de-casing. An extended investigation was conducted. Measured the returned battery at 1.59v which is within specification (1.4-1.6v). Performed a visual inspection on the returned sensor revealed damage to the printed circuit board assembly (pcba). Attempt to extract the sensor data was unsuccessful. Upon visual inspection of the returned sensors pcba it was observed that the pcba had sustained crackeds during the de-casing process. This damage inhibits the ability to conduct functionality testing. As a result, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.